Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and confirmed the alleged malfunction. The stm found that the high pressure regulator pop off valve released under normal pressure and then depleted remaining pressure in the helium tank. The stm replaced the high pressure regulator with the high pressure transducer. Calibration, safety, and functionality checks were completed to factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that during a morning checkout, the cardiosave intra-aortic balloon pump (iabp) had an internal helium leak. There was no patient involvement or adverse event reported.